Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2019. The patient¿s wife stated the cgm value was 89 mg/dl; however, the patient collapsed and was taken to the hospital by his wife. The emergency department staff was unable to obtain a bg value using a finger stick/glucometer method, so the patient¿s blood was drawn and the bg value per the lab was 1001 mg/dl. The patient was admitted to the hospital for three days and treated with insulin via intravenous therapy. At the time of contact, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional event or patient information is available.